Event description:
It was reported that patient presented remotely to the clinic via (B)(6).net transmission. Review of the transmission revealed that the loop recorder exhibited noise over- sensing that caused false episodes of cardiac pauses. The patient's cardiac signals were under-sensed due to noise. The loop recorder was explanted and replaced with a pacemaker.

Manufacturer narrative:
Further information was requested but not received.